Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Gehc recommended replacement of the casters. No report of patient involvement.

Event description:
The hospital reported the unit had two broken casters. There was no report of patient involvement.